Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.